Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding the customer's insulin pump from the attorney of the family. The information received on (B)(6) 2020 stated the following - reporter alleges the pump was defective but no further information was provided.